Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that the patient's catheter had a hole in it. The catheter was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.